Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 544 mg/dl and 550 mg/dl. Customer reported blood glucose over 500 mg/dl. Customer stated that they did not read past 501 mg/dl and they put a different sensor on and it stayed high. Customer got meter out and tested and it showed 550 mg/dl. Customer stated the symptoms related high blood glucose was thirsty, feels clammy, feels nephropathy symptoms in right foot and tired feeling. The customer was assisted with troubleshooting and declined. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that drive support cap was normal. Customer stated insulin exited at the quick release. The insulin pump will not be returned for analysis.